Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the returned product consisted of a renegade hi-flo microcatheter in the hoop. The device was able to be removed from the hoop with no difficulties or issues. The shaft was microscopically examined. The inspection revealed the outer shaft was separated 1.5cm ¿ 22.5cm from the strain relief. The outer shaft and inner shaft were stretched by the separations. Due to the appearance of the separated ends and the stretched shaft, it appeared that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the microcatheter was fractured. The 4.0mmx28mm, eccentric, de novo target lesion was in the liver. A 135/10 renegade¿ hi-flo¿ kit was used. During the procedure, it was noted that the micro catheter was fractured. The device was completely removed from the patient with the image catheter. No patient complications were reported and the patient's condition was stable.